Event description:
A pt reported that they were treated by emt's and taken to the hosp because their lfs meter would not power on. Pt obtained a bg of 44 mg/dl on paramedics meter (brand unk) and was treated with coke and glucose tablets. Ambulance service took pt to the hosp and was treated there also. Unk of what kind of treatment the pt was given. Pt was released from the hosp the same day. Batteries are good and meter still did not power on. Sent a replacement meter, since the power issue was not resolved over the phone. No further info has been reported.